Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge initially displayed a fill estimate of over 180 units and remained static. There was no impact to the customer's blood glucose level.